Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the p cap to reservoir connection is too tight. Customer's blood glucose at time of incident was unknown. Customer stated connecting reservoir with catheter is very difficult. Customer stated that the anomaly occurred with 7 pieces. Customer will return 1 piece for analysis. Customer was advised that we are sending replacement.